Event description:
Boston scientific received information that the pacing impedances on the right atrial (ra) lead and left ventricular (lv) lead were greater than 2000 ohms. An impedance test was run and 800 ohms was measured on the lv lead and no out of range measurements were reproduced. The lead was programmed tip to ring with a threshold of 1.0 v @ 1.0 milliseconds (ms) with an impedance of 818 ohms. The right atrial (ra) lead was 1012 ohms. It was then reported that isometrics and configurations were performed and the patient was lying down with impedances on the ra and lv lead of greater than 2000 ohms and the thresholds increased to 5.5v @1.0ms in the lv tip to rv ring configuration. Programming changes were made to extended bipolar lv tip to rv with 407 ohms impedance and a threshold of 1.5v at 2.0 ms. The atrial lead was turned off. This patient has chronic atrial fibrillation, is thin, runs, does push-ups and has been asymptomatic. The field representative later reported that this patient will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.